Event description:
It was reported that the cartridge intermittently did not fit onto the pump. Reportedly, there were multiple o-rings from previous cartridges on the pneumatic tap. The customer removed the o-rings and reloaded cartridge to address the event. Blood glucose level ranged from 120-152 mg/dl.